Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the filter was returned. Six legs and four arms were present and intact. One arm (w/wrist anchor) was detached 0.5mm from the base of the apex and one arm ( w/elbow anchor) was detached 0.5mm from the base of the apex. No other anomalies were identified. Dimensional evaluation: heat was applied to filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned and images were not provided. The investigation was confirmed for a filter arm detachment as the filter was returned with two arms separated from the apex of the filter. Based upon the available information, the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Do not attempt to remove the meridian® filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Remove the meridian® filter using an intravascular snare and 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. Precautions: remove the meridian® filter with an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Caution should be employed when using a snare to engage the hook of the filter only, avoiding engagement of filter arms or legs. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years and five months post deployment of a vena cava filter, two filter limbs allegedly detached during a scheduled filter retrieval. It was reported that the health care provider successfully captured and retrieved the filter and the detached filter limbs. There was no reported patient injury. The patient was reported as asymptomatic.

Manufacturer narrative:
No medical records or no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years and five months post deployment of a vena cava filter, two filter limbs allegedly detached during a scheduled filter retrieval. It was reported that the health care provider successfully captured and retrieved the filter and the detached filter limbs. There was no reported patient injury. The patient was reported as asymptomatic.